Event description:
It was reported that the ilet touchscreen was found cracked when the user attempted a breakfast meal announcement, and the device remained functional but no longer watertight, necessitating replacement. Symptoms included no injury and no adverse clinical effects. Outcomes included continued use of the device until a replacement arrived and instructions to back up therapy, synchronize data, and shut down before return. Investigation included confirming serial number, shipping logistics, and user guidance for data sync and device shutdown. Investigation of this device revealed a damaged display component consistent with physical screen breakage, with no alerts or alarms and no impact to core pump function reported. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device malfunction.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.